Event description:
It was reported that the user experienced hypoglycemia with continuous glucose readings fluctuating in the 50¿60 mg/dl range, confirmed by fingerstick, while receiving urgent low and low glucose alerts on the ilet device but not on the paired phone or dexcom g7 app; the user was advised to treat with fast-acting carbohydrates and to contact dexcom for app-related alert issues. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included review of device alarm history and user-reported app behavior. Investigation of this case revealed ilet device alerts were functioning, while phone-based notifications were not observed, indicating a mobile application notification issue external to the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.